Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Analysis of the returned device revealed a short circuit. In addition, the device did not meet specifications during a shaft leak test. Further investigation revealed the shaft material had been damaged at the distal edge of electrode rings 3 and 4, consistent with the failed shaft leak test, short circuits, fluid ingress proximal to electrode rings 3 and 4, optical signal loss in fibers 1-3, and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the event is consistent with damage during use.

Event description:
This report is to advise of an event noted during analysis which revealed a short circuit of the catheter.